Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was unresponsive, and her blood glucose reading was 20mg/dl by the time the paramedics arrived to take her to the hospital. Troubleshooting was performed, and no damage to the drive support cap noted. The nurse believes that the insulin pump was malfunctioning because she ate two hamburgers and went to bed. Reviewed the program and found that the customer got a bolus of 9.0 through the insulin pump for thirty carbs and blood glucose of 133mg/dl. The caller mentioned that the device was exposed to a high magnetic field while having an MRI. The customer had a surgery and was wearing the insulin pump during this procedure. Further testing could not be performed as customer did not have more supplies. No further information was provided.